Manufacturer narrative:
Catheter: model 8832, serial# (B)(4), implanted: 2006 (B)(6), explanted:unk. Catheter: model 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk.

Event description:
It was reported that patient experienced increased baseline pain; had "multiple increases with no relief:. Patient was "taking many orals". These symptoms occurred following a catheter revision. There were no alarms and the programming was noted as correct. It was added that there was a volume discrepancy with the actual residual volume (arv) greater than the expected residual volume (erv): arv: 15ml, erv: 5.4ml. The pump event logs were noted as normal with a motor stall and recovery that was correlated to a MRI patient had. The healthcare provider planned to administer 50mcg of the drug over three hours. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the low reservoir pump alarm occurred and it was stated that 0.9 mls remained in the pump. The neurosurgeon aspirated the reservoir to confirm this; however, 18 mls of baclofen was removed from the reservoir. A rotor study was performed on (B)(6) 2012; the result was "all clear, rotor moving 60 degrees" (working). It was further noted that the pump "motor works but high residual - no drug delivered". The pump and catheter were replaced on (B)(6) 2012. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
Catheter: 8709, serial# (B)(4), explanted: 2012 (B)(6).